Event description:
String was ripping from the center [device breakage]. Case narrative: consumer reported that the tampon string was ripping from the center. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation